Manufacturer narrative:
(B)(4). This complaint is related to MDR #1828100-2016-00075, MDR #1828100-2016-00077 and MDR #1828100-2016-00078. The field service representative (fsr) is sending the customer a new uas to use while he waits for latches to become available. Once the latches are available, the fsr will replace the latch.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. Per the field service representative (fsr), no part will be returned since the latch was discarded by the customer. The fsr also confirmed that the customer received the replacement latch and they installed it on the air bubble detector (abd) sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.